Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in tubes'), pelvic pain ('pelvic pain female /pain') and adrenal insufficiency ('autoimmune disorder') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, cholecystectomy, colonoscopy, unspecified disorder of adrenal glands, gerd, hypothyroidism, headache and knee surgery nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, sinus congestion, perineal pain, dysuria, drug allergy (allergy : demerol), cough and anxiety. Concomitant products included cetirizine, escitalopram oxalate (lexapro), fluoxetine, fluoxetine hydrochloride (prozac), fluticasone propionate, lansoprazole, lansoprazole (prevacid), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 3 months 25 days after insertion of essure. In (B)(6) 2011, the patient experienced urinary incontinence ("infection (bladder/ urinary tract/vaginal)-leakage") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) "). In (B)(6) 2011, the patient experienced depression ("depression."). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced adrenal insufficiency (seriousness criterion medically significant). In 2015, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("complications from your essure removal procedure:bleeding"), post procedural infection ("complications from your essure removal procedure:infection"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and ovarian cyst ruptured ("ovarian cyst rupture") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, adrenal insufficiency, post procedural haemorrhage, post procedural infection, cystitis, urinary incontinence, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, fatigue, alopecia, depression, urinary tract infection and ovarian cyst ruptured outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the weight increased and loss of libido was resolving. The reporter considered adrenal insufficiency, alopecia, bladder disorder, cystitis, depression, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, mental disorder, migraine, ovarian cyst ruptured, pelvic pain, post procedural haemorrhage, post procedural infection, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Plaintiff claimed that she had undergone essure confirmation test but results are unknown. Unilateral oopherectomy - right. (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia and embedded device. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Event ovarian cyst ruptured was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in tubes'), pelvic pain ('pelvic pain female /pain') and adrenal insufficiency ('autoimmune disorder') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, cholecystectomy, colonoscopy, unspecified disorder of adrenal glands, gerd, hypothyroidism, headache and knee surgery nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, sinus congestion, perineal pain, dysuria, drug allergy (allergy : demerol), cough and anxiety. Concomitant products included cetirizine, escitalopram oxalate (lexapro), fluoxetine, fluoxetine hydrochloride (prozac), fluticasone propionate, lansoprazole, lansoprazole (prevacid), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 3 months 25 days after insertion of essure. In (B)(6) 2011, the patient experienced urinary incontinence ("infection (bladder/ urinary tract/vaginal)-leakage") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) "). In (B)(6) 2011, the patient experienced depression ("depression."). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced adrenal insufficiency (seriousness criterion medically significant). In 2015, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("complications from your essure removal procedure:bleeding"), post procedural infection ("complications from your essure removal procedure:infection"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and ovarian cyst ruptured ("ovarian cyst rupture") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, adrenal insufficiency, post procedural haemorrhage, post procedural infection, cystitis, urinary incontinence, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, fatigue, alopecia, depression, urinary tract infection and ovarian cyst ruptured outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the weight increased and loss of libido was resolving. The reporter considered adrenal insufficiency, alopecia, bladder disorder, cystitis, depression, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, mental disorder, migraine, ovarian cyst ruptured, pelvic pain, post procedural haemorrhage, post procedural infection, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Plaintiff claimed that she had undergone essure confirmation test but results are unknown. Unilateral oopherectomy - right. (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in tubes'), pelvic pain ('pelvic pain female /pain'), genital haemorrhage ('abnormal bleeding (general)'), adrenal insufficiency ('autoimmune disorder'), post procedural haemorrhage ('complications from your essure removal procedure:bleeding') and post procedural infection ('complications from your essure removal procedure:infection') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, cholecystectomy, colonoscopy, unspecified disorder of adrenal glands, gerd, hypothyroidism, headache and knee surgery nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, sinus congestion, perineal pain, dysuria, drug allergy (allergy : demerol), cough and anxiety. Concomitant products included cetirizine, escitalopram oxalate (lexapro), fluoxetine, fluoxetine hydrochloride (prozac), fluticasone propionate, lansoprazole, lansoprazole (prevacid), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 3 months 25 days after insertion of essure. In (B)(6) 2011, the patient experienced urinary incontinence ("infection (bladder/ urinary tract/vaginal)-leakage") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) "). In (B)(6) 2011, the patient experienced depression ("depression."). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced adrenal insufficiency (seriousness criterion medically significant). In 2015, the patient experienced loss of libido ("hormonal changes describe: lack of sex drive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, adrenal insufficiency, post procedural haemorrhage, post procedural infection, cystitis, urinary incontinence, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, fatigue, alopecia, depression and urinary tract infection outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the weight increased and loss of libido was resolving. The reporter considered adrenal insufficiency, alopecia, bladder disorder, cystitis, depression, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, mental disorder, migraine, pelvic pain, post procedural haemorrhage, post procedural infection, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Plaintiff claimed that she had undergone essure confirmation test but results are unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia and embedded device. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received : aka name added, events autoimmune disorder is updated to adrenal insufficiency, events added-lack of sex drive, depression, bladder leakage. Events onset date, concomitant drug, historical drug and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil embedded in tubes"), pelvic pain ("pelvic pain female /pain"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), post procedural haemorrhage ("complications from your essure removal procedure: bleeding") and post procedural infection ("complications from your essure removal procedure:infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, cholecystectomy, colonoscopy, unspecified disorder of adrenal glands, gerd, hypothyroidism, headache and knee surgery nos. Concurrent conditions included body mass index normal, sinus congestion, perineal pain, dysuria, drug allergy (allergy : demerol), cough and anxiety. Concomitant products included cetirizine, fluoxetine, fluoxetine hydrochloride (prozac), fluticasone propionate, lansoprazole, lansoprazole (prevacid), levothyroxine and levothyroxine sodium (synthroid). On (B)(6) -2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, post procedural haemorrhage, post procedural infection, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, fatigue and alopecia outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and hormone level abnormal had resolved and the weight increased was resolving. The reporter considered alopecia, autoimmune disorder, bladder disorder, cystitis, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, post procedural haemorrhage, post procedural infection, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Plaintiff claimed that she had undergone essure confirmation test but results are unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and embedded device. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received, reporter's information updated .event: injury were updated to hormonal changes events: abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal,menorrhagia), infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems, autoimmune disorder, bladder or urinary problems or changes, migraines / headaches, dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary), pain,fatigue, weight gain, hair loss,complications from your essure removal procedure: infection and bleeding, embedded device were added. Medical history , concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.